Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated the buttons had intermittent response or no response at all. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unresponsive or intermittent act button noted. All buttons functioned properly; the insulin pump had moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.